Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified; deformation, brown particles in shell, fold creases, wear abrasion, weight within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found.

Event description:
Patient reported left "textured products" and rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "textured product" and rupture.

Event description:
Patient reported left "textured products" and rupture. The device has been explanted.